Event description:
It was reported that the needle on the transfer guard of the reservoir broke off. Nothing further was reported.

Manufacturer narrative:
The snap-cap of the reservoir was detached, which caused the reservoir to leak.